Manufacturer narrative:
Medwatch sent to FDA on: 09/06/2007. Taper ii. The reporter of his complaint was asked to return the product for analysis, however, the device has not been returned at this time. An assumption was made in regards to the taper type based on the serial number and the implant date. Visual examination of the device, upon return to allergan, may determine the actual taper type and possible corrections will be reported to the FDA in a follow-up supplemental medwatch. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of a damaged device as follows: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damage device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."

Event description:
Reported as: "ap l (large) band was implanted and sutured in place. On completion of suturing it was noted that the tubing at the collar of the band was split. This band was removed and a new band re-implanted."